Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed undersensing of the atrial lead on stored high rate episodes. It was noted that the undersensing appeared to prematurely terminate mode switch episodes at times. It was further reported that a subsequent remote transmission showed undersensed p waves on the atrial lead that resulted in mode switch. In addition, there was one undersensed ventricular beat on the right ventricular (rv) lead that did not affect detection. The leads remain in use. No patient complications have been reported as a result of this event.